Event description:
It was reported by the patient's attorney that the patient allegedly sustained injuries as a result of a recoil ring break from a composix kugel patch implanted during a hernia repair procedure in 2005. Subsequently the mesh was removed in 2006.